Event description:
It was reported that the catheter and the extension tube can¿t be connected. Patient status/ intervention: change new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter and the extension tube can¿t be connected. Patient status/ intervention: change new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One distal piece of a two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The compression sleeve within the distal connector piece appeared to have been advanced. No proximal connector piece was returned for evaluation. An attempt was made to pass a non-complaint 4 fr single lumen groshong clearvue catheter through the returned distal connector piece; however, the catheter was found to become stopped within the connector piece and could not pass through. The distal connector piece was bisected, and a microscopic observation revealed the internal compression sleeve was advanced into the tapered section of the bore of the connector piece. While the compression sleeve within the returned distal connector piece was found to be advanced and that prevented passage of a catheter through the connector piece, it is unknown how or when the compression sleeve was advanced. H3 other text : evaluation findings are in section h.11.